Event description:
It was reported that, "revision of duracon tibia insert med 19mm a-p lipped. Revised to med 22mm cs duracon liner."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.